Event description:
The customer observed a false negative troponin-I result for 3 samples on the architect i2000sr analyzer. The following data was provided (ng/ml): (B)(6): 0.031, 0.035 (on (B)(4) = 0.047 / 0.051) (on third analyser = 0.06). (B)(6): 0.036, 0.038 (on (B)(4) = 0.045 / 0.058) (on third analyser = 0.06). (B)(6): 0.00, 0.02 (on (B)(4) = 0.229 / 0.105) (on third analyser = 0.04.) The customer uses a cut off for positive results is: 0.04 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). The complete sid's are: (B)(6).an evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Accuracy testing met all specifications. The customer indicated that increased clotting time has resolved the issue. Complaint information reasonably suggests the assay is performing as intended, and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.